Event description:
It was reported that customer experienced unplanned power downs with his pump, and the device would reset itself when charged again. There was no reported impact to the customer¿s blood glucose level. The patient declined further assistance or follow-up from customer technical support, resulting in no additional actions being taken.